Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the photo showed sst tubes with the correct spray pattern. In addition, 100 retained samples were visually inspected, and no additive abnormality was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® sst¿ ii advance, 1 tube had white spots inside the tube (additive abnormality). There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® sst¿ ii advance, 1 tube had white spots inside the tube (additive abnormality). There was no health impact or consequences reported

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.